Event description:
It was reported that a lead revision occured due to increased threshold and decrease in sensitivity. During the revision procedure there was difficulty fixing the lead to the muscle. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the lead was returned with blood under the insulation at the tip electrode.